Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reports suction issues on pts with deep eye sockets, when attempting to create flaps. Flaps had not been created at the time of reported issue, and no pt harm was reported. Pts were switched to a different manufacturer's device.